Manufacturer narrative:
Investigation into this event determined that the biased results were restricted to one analyzer. Retesting of the sample on an alternate analyzer yielded results consistent with the patient history. Datalog analysis indicated that the reagent metering system was not functioning optimally. Following replacement of the reagent metering probe and well wash aspirate filter, the analyzer was returned to expected operation. The root cause of this event is instrument-related.

Event description:
A customer observed multiple occurences of low biased psa results on patients samples tested on the eci analyzer. The results were reported and questioned by the physician. Biased results of the direction and magnitude observed may result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.